Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscopic image] confirm that the wli, [white light imaging] nbi [narrow band imaging] and rdi [red dichromatic imaging] endoscopic images are normal. 1 observe the palm of your hand using the wli, nbi and rdi endoscopic images. 2 confirm that light is emitted from the distal end of the endoscope. 3 confirm that the wli, nbi and rdi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli, nbi and rdi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customers originally reported issue of a e315 scope error was confirmed; an electrical continuity error occurred due to water invasion in the scope connector. The following additional findings were also noted: corrosion on the endoscope connector resulting in a loss of image. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that their colonovideoscope displayed scope error e315 and did not produce an image. There were no reports of patient or user harm associated with this event.